Manufacturer narrative:
Submit date: 1/27/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a thoracic catheter. The customer states that the physician was removing the chest tube and part of the chest tube remained in the patient. The patient had to return to surgery for a thoracoscopy to remove the foreign body. The piece of the chest tube was retrieved and sent to pathology.